Event description:
Patient under general anesthesia. Lithrotripsy machine stopped working mid-cycle. Company employee that was here operating the machine called for service. Unable to restart after several attempts to reboot. Dr. Aborted case. Patient was brought out of anesthesia and case was rescheduled. No harm to patient, although patient required another surgical procedure for lithotripsy with anesthesia.====================== manufacturer response for lithotripsy, lithotron (per site reporter)======================the main generator failed. They have replaced the main generator on the machine. Performance testing showed no additional problems. Patient's repeat procedure was performed without incident.